Manufacturer narrative:
D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection revealed that subject balloon catheter device was noted to be stretched. Functional inspection was performed as the subject balloon catheter device was flushed and a patency mandrel was advanced successfully. The subject balloon device was inflated. However, the inflated balloon was noted to be damaged and to be of irregular shape and size which indicates the device encountered a manipulation during use. The subject balloon burst inadvertently during analysis while checking for any sign of a leak (no leak was evident) therefore deflation could not be confirmed. However, the analysis results are consistent with the reported even the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, a synchro 14 guidewire was used in the procedure in conjunction with the subject device, the patient¿s anatomy was moderately tortuous, the issue was noticed during use of the device on the patient, the procedure was completed successfully, there were no adverse consequences reported by the user and there was no delay in surgery. The as reported ¿balloon difficult/unable to deflate during use¿ in addition to the analyzed ¿balloon damaged¿ will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The as analyzed ¿ balloon burst/ruptured during preparation¿ occurred during analysis of the returned device and has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that after deploying the first coil across aneurysm. The balloon (subject device) was placed across the aneurysm located supraglenoid ica (internal communicating artery) but it was not getting deflated at all with 3cc syringe. The 10cc syringe was also tried with to deflate the subject balloon but it was unsuccessful. After various attempts, the physician decided to full back the wire which deflated the balloon completely. There were no clinical consequences reported due to the event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that after deploying the first coil across aneurysm. The balloon (subject device) was placed across the aneurysm located supraglenoid ica (internal communicating artery) but it was not getting deflated at all with 3cc syringe. The 10cc syringe was also tried with to deflate the subject balloon but it was unsuccessful. After various attempts, the physician decided to full back the wire which deflated the balloon completely. There were no clinical consequences reported due to the event.